Event description:
Nurse entered the patient's room and discovered that the cisplatin infusion was leaking from the equashield device. The device connections were noted to be secure; however, the infusion was leaking from the device itself.